Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a very dim pump running symbol, and the system controller was exchanged. No log files were obtained. The new system controller worked as expected and the patient tolerated the system controller exchange with no issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of green light symbols not being illuminated was confirmed the returned system controller (serial # (B)(6). Activation of the self test function confirmed the two pump running arrow symbols were dim in comparison to the other symbols. The issue is related to the light emitting diode (led) component on the printed circuit board underneath the front user interface. The dim led issue did not affect the system controller's ability to operate a test pump. A corrective action was initiated to address the dim led issue which replaced the type of led component on the printed circuit board. This controller was manufactured prior to the implementation of that corrective action. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. The self test should be done at least once per day on the running system controller. Try to perform the self test at the same time each day so that it becomes part of your daily routine. When charging the backup system controller every six months, self test the backup system controller when it is in charge mode. Under section 10, daily safety checklist, perform system controller self test. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Perform system controller self test. Under section 2, ¿performing a system controller self test¿, use a daily system controller self test to check the audible and visual alarm indicators on the user interface, as well as the status of the backup battery for the system controller. During the self test, the pump set speed will not be changed. The system controller self test is a loud and bright function. All of the audible and visual indicators should come on and ¿self test¿ should appear on the screen. Perform the self test at least daily on the running system controller. No further information was provided. The manufacturer is closing the file on this event.